Manufacturer narrative:
Information provided from the dealer suggest a weld had broken on the seat. No serial number and/or lot number has been provided. Age of device is unknown. No injury is reported. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or improper device loading may have caused or contributed to this incident. Malfunction is not confirmed. Invacare is working to obtain product for an evaluation.

Event description:
The consumer alleges the weld that holds the seat allegedly broke when he sat on the seat. No injury is alleged.